Event description:
Boston scientific received information that this patient experienced pauses in pacing, which is believed to have been caused by lead on lead interaction with some previously abandoned leads that still reside in the patient. There was also noise present, which lead to pacing inhibition every few days. The noise ultimately lead to anti-tachycardia pacing (atp) and quick convert. To date, there have been no additional adverse patient effects reported.

Event description:
Additional information was received that this rv lead was explanted and replaced due to the ongoing lead issue of pacing inhibition due to noise which lead to asystole and a recent syncopal episode. During the revision, it was determined the lead had been fractured due to subclavian crush and was therefore the likely cause of the clinical observations. The lead was explanted and replaced.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.